Event description:
It was reported that pt has no physical discomfort. However, pt's doctor has told her that her cobalt levels are a little elevated. Her chromium levels are "ok." The surgeon will follow up with her in about 3 months.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.